Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. The reported patient effects of angina, thrombosis and stenosis as listed in the promus everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with the use of a coronary stents in native coronary arteries. In this case, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
The index procedure was performed on (B)(6) 2013 with placement of non-abbott stents in the mid and proximal right coronary artery (rca). The subject was discharged on (B)(6) 2013. The subject experienced angina on (B)(6) 2013 and again on (B)(6) 2013. On (B)(6) 2014 the subject experienced angina and was hospitalized on the same day and a cardiac catheterization on (B)(6) 2014 was performed which revealed: left main coronary artery (lmca) 30% distal stenosis; left anterior descending (lad) proximal patient promus stent, 30% distal stenosis; circumflex (cx) 50% instent stenosis of the 2.5 x 12 mm promus stent ; 40% stenosis in the distal segment, 60% stenosis in the obtuse marginal (om); rca 30% mid stenosis, patient study stent; lvef 55%. Of note, the stent thrombosis was measured using fractional flow reserve (ffr) that revealed 80% stenosis in the 2.5 x 12 mm promus stent deployed on (B)(6) 2013 in the proximal cx. On (B)(6) 2014, 373 days post index procedure, 80% stenosis/stent thrombosis was treated with balloon angioplasty using a 2.5 x 12 mm non-abbott balloon dilatation catheter (bdc). Additionally, percutaneous transluminal coronary angioplasty (ptca) was performed to the lad. On (B)(6) 2014 the event was considered resolved and the subject was discharged. No additional information was provided.